Event description:
It was reported that the pump vtbi was set to deliver 20cc at a rate of 1cc/hr. Within 1 hour the 20ml bag was noted to be empty. The nurse reported that the rate had changed to 30 ml/hr. The pt was on a ventilator when the incident occurred. There was no reported pt complication.

Manufacturer narrative:
Manufacturer's report date 12/23/97. The pump was received and was visually and functionally tested. The factory seal was intact. The instrument error and event logs were downloaded. The volume/time infusion option was enabled and the logs showed that channel b had been in use during the incident. Engineering extensively tested channel b for rate and volume accuracy using both a standard IV set and a syringe adapter set which was returned with pump. The pump performed within manufacturer's specifications. The additional three channels were also tested and found to perform within specifications. No failure was noted and the instrument performed as programmed. Based on the retrieved logs, the user entered several infusion commands at different times without noting the remaining duration parameters of the vtbi. Co was able to duplicate the reported incident by following the commands as programmed by the user. When the volume/time infusion option is enabled, either the rate and vtbi are entered resulting in a duration parameter calculation; or the vtbi and duration are entered resulting in a rate parameter calculation. The user facility will be instructed to refer to the operator's manual for correct procedure to follow when programing the pump utilizing the volume/time infusion option.